Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump may have become wet in the rain and the customer received an altitude alarm. The customer cleared the alarm and resumed insulin delivery. The customer's blood glucose level was 461 mg/dl and was addressed with a correction bolus.